Event description:
It was reported that during a cholecystectomy the device showed "replace instrument."

Manufacturer narrative:
(B)(4). Batch #: n9237u. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the tissue pad damaged, melted, and 100% present. Upon visual inspection, it was noticed that the blade had horizontal scratches as if it had been scrubbed with a metal pad, which is evidence of possible reuse. The device was connected to a test handpiece and a gen11. During functional testing, it was noted that the hand activation buttons were nonfunctional. However, the device did activate when tested with the footswitch. The device was disassembled to inspect the internal components. Corrosion was found at the hand activation domes. Due to the moisture discovered on the instrument, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude the root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion/moisture to the device. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.